Event description:
It was reported the sys would not display a fluoroscopic image. This rendered the sys unusable. The sys will not operate with this error. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.